Manufacturer narrative:
H.6. Investigation summary: DHR review was performed on lot number 8192723; a total of (B)(4) units were manufactured on afa line 12 from 13jul18 through 18jul18. Review of DHR revealed were 3 instances where the challenge samples were not noted as pass or fail (reject wedge challenge, plug depth attribute challenge and splay lube challenge), of which none were related to this incident. All required set-up and in process testing was performed in accordance with the quality plans. These non-recorded (pass/fail) challenges are been addressed by the qe. Review disclosed one non-related qn was initiated; disposition, root cause and corrective actions were applied as per control plan. Observations and testing could not be performed because units were not received for investigation of this incident. Indeterminate: without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with after pressing the button the needle only retracts about halfway.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with after pressing the button the needle only retracts about halfway.